Manufacturer narrative:
The device has been received by this manufacturer. An evaluation has not yet been performed therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported, to boston scientific corporation, that in 2006, during a replacement procedure for an enteral feeding device, the ttp j-tube had torn and migrated to the rectum. This migration of the j-tube to the rectum was confirmed via x-ray. The j-tube was subsequently retrieved with the use of the scope. It had been approximately six months since initial placement of this j-tube. There were no reported patient complications.